Manufacturer narrative:
Novocure medical opinion is that a contribution of device use to the headache cannot be ruled out. Headache is an expected event with optune gio device use (ef-11 16% and 28% ef-14 optune arm). Headache is also an expected symptom of disease in gbm.

Event description:
A 59-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2022. During a review of a medical record received by novocure on may 19, 2025, it was noted during a neuro-oncology follow-up visit on (B)(6) 2025, the patient reported experiencing headaches associated with optune gio therapy use. The headaches appeared to begin approximately 24 hours after a transducer array change and repositioning, particularly when the array was placed in a more posterior position. The patient described the headaches as initially frontal in nature, resembling a migraine, and occasionally progressing to pain with body movement. During these episodes, the patient typically rested by lying down and self-administered oral medications, including acetaminophen, ibuprofen, oxycodone, prednisone, and magnesium, which provided some relief. The most recent episode lasted approximately 24 hours and resolved thereafter. During that episode, the patient temporarily discontinued optune gio therapy for a few hours. A prior medical record dated march 11, 2025, revealed a documented history of migraine headaches. At that time, the patient had been prescribed topiramate 25 mg daily, with instructions to increase to twice daily if tolerated for her migraines. The patient noted that two days after initiating the topiramate, she experienced another episode. She reported that taking an additional dose of topiramate along with magnesium appeared to halt the progression of the headache. Attempts were made to contact the prescribing physician for additional information, but no response was received.

Manufacturer narrative:
On july 3, 2025, novocure received additional information from the prescribing physician indicating that the patient's headache was unrelated to optune gio therapy and likely related to patient's underlying disease (gbm). Reportedly, the patient had resumed optune gio therapy.